Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 425 mg/dl. The customer declined to troubleshoot for high blood glucose. The customer also reported that they had an open circle on the screen. The customer was able to clear the open circle at the time of call. The customer was also assisted with setting up the standard basal rate. The insulin pump will not be returned for analysis.